Event description:
While attempting to defibrillate a patient (age & gender unknown) the device displayed a "defib pads short" message". The clinician obtained another device to continue treating the patient. Complaintant did not indicate that there was any adverse effect to the patient due to the reported malfunction.